Event description:
A caller reported a cartridge alarm 30 on (B)(6) 2025. There was no adverse impact to the customer¿s blood glucose level. The caller mentioned they were unable to continue troubleshooting due to a scheduling conflict and planned to follow up after a doctor's appointment.